Event description:
It was reported by the patient, that following the implantation of a miniarc sling to treat her urinary incontinence, she experienced groin pain down her leg to her foot. The patient was treated with medications and physical therapy before being diagnosed with osteitis pubis. The mesh was removed and the patient continues to experience pubic bone, groin and leg pain, dyspareunia, urinary incontinence, nerve damage, hip and back joint and muscle issues. There were no further patient complications reported as a result of this event.